Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and was unable to duplicate the reported issue. The system was found functioning within manufacturer's specifications.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.